Event description:
Patient revised to address hemarthrosis, found polyethylene wear.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lot provided since its respective release for distribution. The root cause of the hemarthrosis and polyethylene wear could not be determined, but it would not be unreasonable to expect some wear after approximately 10 years of implantation. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.